Event description:
It was reported that post op of a linx implant, unknown details of implant date, the surgeon did a chest x-ray and the wire on the linx was broken. The patients' gerd had returned that was why they went to see the surgeon. The patient will undergo an explant sometime in the next week.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2024. D6a: exact date is unknown. Assumed first day of the month and first month of the year. H10 = b3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the exact date of implant? When did the symptoms begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: (B)(4). What is the device lot number? What is the product code? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When was the explant date? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/9/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 4/23/2025. Investigation summary: a 13 beads linx device was returned in used condition. The device was received with a weld ball disconnected from male bead case. The device was returned in a locked position, in addition an attempt to unlocked was successfully made. A cut wire, bent wires and tooling marks were noted in some beads. A linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case at the separation was measured and was greater than the specification. The male bead case was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing records couldn¿t be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2025. Additional information received: spoke with patient who indicated her surgery has been postponed. She will provide the new date when scheduling is confirmed.

Manufacturer narrative:
(B)(4) date sent: on (B)(6) 2024. Additional information received: spoke with (B)(6) in dr. (B)(6) office who indicated the procedure has been moved to (B)(6)2025.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2025. Additional information received: spoke with patient who indicated her explant procedure has been rescheduled to (B)(6).

Manufacturer narrative:
(B)(4). Date sent: 12/18/2024 additional information received: 'the explant procedure for patient has been set for (B)(6) 2025. Spoke with patient who indicated her replacement surgery has been scheduled for (B)(6) 2025. She did not undergo any dilation procedures while the device was implanted and had good relief of symptoms with her 13 bead device.